Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure.

Event description:
It was reported after a 2.5 x 18 mm non-abbott stent was implanted, a perforation occurred in the mid left anterior descending (lad) coronary artery. The 2.80 x 16 mm graftmaster was advanced, but could not cross the previously implanted stent. A balloon was advanced to attempt to seal the perforation but was unsuccessful. Then, pericardial effusion occurred which required the patient be sent to open heart surgery. The patient initially had been advised for surgery due to coronary artery disease (cad), but had refused. The patient is doing well. No additional information was provided.